Event description:
A ventilator was returned to the manufacturer for maintenance for a broken screen. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's display was observed. The device¿s display was replaced to address the issue.